Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 069 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 3/2/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: ¿cs087¿ alarms observed in the black box. During the investigation, ¿cs069¿ alarm was reproduced during rewind.. The ¿cs69¿ failure is defined as language file corruption while retrieving language text the error is resident to flash chip (u39). Additionally, the battery compartment is cracked from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.